Event description:
A user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges blood clot in lungs and had a heart attack. There was no report of medical intervention received. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges blood clot in lungs and had a heart attack. There was no report of medical intervention received. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
Additional information was received on jul 17, 2025 and section h11 should be reported as: the manufacturer previously reported a user contacted the manufacturer regarding the sound abatement foam correction/removal. The user alleges blood clot in lungs and had a heart attack. There was no report of medical intervention received. The device was returned to the manufacturer's product investigation laboratory for investigation. During the initial external visual inspection, the manufacturer identified foreign material indicative of contamination at various locations on the unit, including within and around the airflow outlet port. The technician reviewed the unit's event log and settings, then operated the unit using the primary settings with which it was received in the laboratory, connected to a test lung. The unit functioned without issues or alarms. It was then connected to an mfts, where the technician verified failures in both control pressure and monitor pressure. The unit was subsequently disassembled for internal inspection, which revealed no signs of damage or evidence of defective operation. No pinched or blocked tubing was detected, and the airpath foam was found to be securely in place, showing no signs of delamination or degradation. The manufacturer was not able to confirm black foam particulates or foam degradation inside the suspect unit after disassembly. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer has determined that trilogy operates as designed and functions as expected. The sensor pca (printed circuit assembly) of the unit drifted out of specifications due to contamination issues. Sections d9, h2, h3 and h6 has been updated in this report.